Manufacturer narrative:
The returned pump (purely yours) was evaluated for evidence of allegation. The returned pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. On 04/10/2018 to report the purely yours breast pump she has been using for 5 months has been experiencing decreased suction over a period of 4 months. Customer states she developed mastitis early after baby's birth but was not using a pump at that time. She developed a second mastitis 2 months after the first when she was exclusively pumping and no longer breastfeeding. Customer explained that her pump did not drain her right breast adequately causing an infection. A replacement purely yours breast pump was shipped overnight to customer.